Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strips had a poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for e-0 and high blood glucose test results. Nilda, wife, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 536mg/dl. The customer's expected fasting blood glucose test result range is 97 to 115mg/dl. The customer reports symptoms of feeling tired and sleepy but states that symptoms are not related to his diabetes. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 1:88mg/dl on (B)(6) 2016 11:18 pm fasting: yes; 2:536mg/dl on (B)(6) 2016 11:30 pm fasting: yes.